Event description:
It was reported the pt was no longer receiving effective stimulation coverage. The pt stated he would like to have his scs system explanted. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.